Event description:
Procedure type: according to the reporter: after the reload was loaded, the jaws opened and closed as expected. However, the reload proceeded to rotate unexpectedly. Adjusting the rotation knob did not help. The battery was removed to stop it. A new device was used to complete the procedure. Operating time was not extended. There was no harm to the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).